Manufacturer narrative:
Investigation result: a mp1000 china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24026345. The feedback provided by the customer states that, "when he was replaced with a transfusion set for blood transfusion, the fluid did not drip." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24026345 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.

Event description:
No additional information

Event description:
It was reported that the bd maxplus needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: when he used the infusion set for infusion on (B)(6) 2025, the liquid static point was unobstructed. Later, when he changed to a blood transfusion set for blood transfusion, the liquid did not drip. After the infusion set was replaced again, the liquid static point was unobstructed. After the blood transfusion set was replaced again, the liquid still did not drip. After replacing the needleless connector, the liquid static point of the blood transfusion set was unobstructed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.